Event description:
The user reported that during a neuro interventional procedure the roller clamp is either sticking, will not release, does not allow proper flow, or clamp is crushing tubing and tubing will not reshape. The user reported three defective. No lot number was provided. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2012-00020, 0021 - this report, 00022.

Manufacturer narrative:
Device evaluation: three used devices were returned for evaluation. The user did not provide a lot number, therefore no review of the lot specific device history record or complaint database could be completed. The devices were examined and tested. Root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp has been validated to address this issue. Method: simulated use testing.